Manufacturer narrative:
Corrected data date received by manufacturer (mo/day/yr). The supplemental 03 manufacturer report inadvertently put the date received by manufacturer as 01/09/2013, however, this should have indicated 01/09/2015. This manufacturer report includes the correct date in the aforementioned field.

Event description:
Since the patients device was able to be programmed at a recent follow up appointment, a device malfunction is no longer suspected.

Event description:
The vns patient reported that she is experiencing an increase in depression. The patient indicated that she was seen by her physician for device interrogation, but that the physician was unable to communicate with her generator. She reported that she no longer feels device stimulation. The patient reported that she is unsure when the symptoms began, but has experienced difficulty leaving the house recently. Further follow-up revealed that the patient was admitted to the psychiatry unit due to her depression. It was reported that it was unclear if the patient would be able to undergo generator replacement due to the patient's insurance coverage. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The patient reported that device settings are being changed to attempt to help her depression. The patient reported that her depression has been increasing over the last year after her mother passed away. The patient does not believe that her depression is as bad as it was pre-vns.

Manufacturer narrative:
Corrected data: conclusions: the supplemental 01 manufacturer report inadvertently did not include the conclusion that no device failure occurred. (B)(4).